Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009, 5076-52 lead, implanted: (B)(6) 2009, 37800 ipg, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that after they had a "gastric stimulator change" they experienced dyspnea and fatigue. They also noted that "interference" was thought to be occurring between the device and their implantable pulse generator (ipg). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. . If information is provided in the future, a supplemental report will be issued.